Event description:
It is reported that customer has experienced after battery change alarm. Insulin pump will be replaced. No further information provided.

Manufacturer narrative:
The insulin pump alarmed for a failed battery due to a corroded battery tube. The functional tests could not be performed due to this alarm. The insulin pump was also received with broken battery tube threads, a broken belt clip slot, cracked reservoir tube lip, minor scratches on the display window and a cracked reservoir tube.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).